Manufacturer narrative:
As reported, during the operation, an abnormality was found during the use of the contrast 5f tempo ver catheter. The catheter was removed and found to be fractured while inside the body. The catheter was removed under ultrasound and measured to be about 12 cm. The surgery performed was a left percutaneous endo-venous laser treatment. The device was not returned for evaluation. Without the return of the device or images for analysis, the reported customer event ¿catheter (body/shaft)-separated¿ could not be confirmed. Procedural and/or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the operation, an abnormality was found during the use of the contrast 5f tempo ver catheter. The catheter was removed and found to be fractured while inside the body. The catheter was removed under ultrasound and measured to be about 12 cm.the surgery performed was a left percutaneous endo-venous laser treatment. Additional information and device return was requested; however, both were not obtained after multiple attempts made. The hospital reported it as an adverse event to the china nmpa directly.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.